Event description:
It was reported that the cylinders and pump of an inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, it was noted the pump did not pass the functional testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks, and both of them passed all testing. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon microscopic examination, and no leaks were identified; however, the component did not pass deflation test during functional evaluation. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the device being removed.